Manufacturer narrative:
A1: the full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors messages in the event log or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No other patient results were called into question. The customer acknowledged that the sample was clotted when analyzed. The customer did not follow the instruction for use (IFU) and the clsi guidelines for preanalytical sample handling. Per the access hstni instructions for use (ifus), part number c11140 n, it states: ¿the role of preanalytical factors in laboratory testing has been described in a variety of published literature.¿ . Following blood collection tube manufacturers¿ specimen collection and handling recommendations are essential to reduce pre-analytical errors. Additionally, as per clsi [clinical and laboratory standards institute] guideline-gp44-a4: procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, ¿the serum samples should be clotted before centrifugation, fibrin, sometimes visible as a clot may affect some assays¿. The customer reported that no clt flag was obtained. A clt flag indicates that an obstruction was detected in the sample tube before aliquoting or in the reaction vessel (rv) during processing. Pressure sensors in the sample pipettor and in the reagent pipettors are used for obstruction detection. A field service engineer (fse) was dispatched to the customer¿s site. He found that the obstruction detection was disabled. The fse enabled the obstruction detection. Carryover test and system check passed. The instrument is working within specifications. In conclusion, preanalytical sample handling will be implicated as the likely cause for this event as the customer acknowledged that the sample was clotted when analyzed. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 15mar2024, the customer reported two erroneously elevated troponin I (access high sensitivity troponin I, lot number 338926) results for one patient sample involving the laboratory's access 2 immunoassay analyzer (serial number (B)(6). On 14mar2024, one sample patient was run in duplicate with results at 188.6 ng/l and 187.2 ng/l. A new sample from the same patient was collected two hours later and tested in duplicate with lower results both at 16.2 ng/l. Then the customer recentrifuged the first sample and rerun it with duplicate results at 12.3 and 12.9 ng/l. The patient was treated based upon the false elevated access results. The patient had an invasive procedure performed. No further information was provided. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on 06mar2024 and 13mar2024. Calibration passed on 04mar2024 with reagent lot 338926 and calibrator lot 338388. Quality control (qc) was passing within the laboratory¿s established ranges. No other patient results were called into question. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned results. The customer acknowledged that the sample was clotted when analyzed. The customer reported that the initial sample was collected at 11:25, it was centrifuged and aliquoted and was sent for analysis. At 12:00 the sample testing was completed. Sample was not allowed to clot fully before analysis.